Event description:
It was reported that a new freestyle libre 3 plus sensor did not pair with the ilet until the users rescanned in the ilet app, after which the sensor entered a warmup period; no alerts or alarms occurred, and the user was transferred to the partner organization for a sensor replacement request, indicating an intermittent communication failure involving the antenna/electrical interface. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user and partner organization. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure, with the antenna identified as the relevant device component within the electrical and magnetic domain. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.